Event description:
Pt's mother stated her daughter is experiencing issues with high blood glucose levels. On (B)(6) 2010, after wearing the device for about 43 hrs, she was taken to the hospital ER and given an injection to correct her high blood glucose (no specific value reported). She not admitted and was able to go home the same day.

Manufacturer narrative:
The product involved in this event was not returned for eval. We are unable to determined if any malfunction or other product condition existed which may have caused or contributed to the pt's high blood glucose. No lot qualification record review was possible as the caller did not report a product lot number. The omnipod user guide emphasizes the importance of frequent blood glucose monitoring to detect and treat any issues promptly. It advises removing and replacing the device no more than four hrs after a high blood glucose result if neither a manual nor a device-administered insulin bolus has corrected the issue.